Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that it didn't seem like the implant battery was holding a charge as long, but that it might just be them. Patient mentioned that they might have the stimulation up higher than normal but that the issue started probably six months ago. Patient also stated that they always used group b most of the time, and when they laid down, the stimulation would automatically shut off. Patient stated that the stimulation made them nauseous, so it was shut off but that they must have hit a button or something, and now the stimulation stayed on. Patient said that when they were laying down, it got pretty violent, but it seemed to be pretty good; agent understood as patient felt strong stimulation and it was intense. During the call, patient unlocked the controller and confirmed they were on group b and had 1 program. Agent walked patient through turning adaptive stim back on and reviewed with the patient that adaptive stim was turned off. The troubleshooting steps that were taken on the call resolved the issue. Patient inquired about the longevity of the implant; agent reviewed requested information with the caller. Agent redirected the patient back to their healthcare provider to further address the issue with the implant not holding a charge as long.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the same issue is persisting and when they lay down the stimulation would automatically shut off. Patient mentioned this happened twice last time and they were showed how to turn it back off. Patient stated to check the position isn't lit up. Patient unlocked controller and confirmed stimulation is on in group b. Agent instructed patient to turn adaptive stim on and patient confirmed check position was lit up in the menu. Agentwalked patient through checking position in an upright, recline and laying down position. Patient confirmed when they laid down stimulation went to 0.1 and they don't feel stimulation. Agent reviewed adaptive stim with patient and informed patient to monitor. Agent informed patient to follow up with their hcp if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, the patient called back reporting the information previously reported. The implant was still running out of charge, and after they recharge it was like the device was not remembering their check position settings because when they would lay down, stimulation would turn off on its own. They stated that the "check position" button was not highlighted; it was out even though adaptivestim was set to on. The pt stated this happened about a year ago and was a persistent issue. The patient services agent emailed field reps to inform them of the issue. A rep responded on 2024-dec-23 stating they would contact the patient. Follow up will be sent to the rep to try and obtain additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.